Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received "lo" (readings less than 40 mg/dl / 2.2 mmol/l) on the sensor scan. Customer did not experience any symptoms, however she called the paramedics as she was getting low results on the sensor. Upon arrival of the paramedics, a reading of 22 mmol/l (396 mg/dl) was obtained on the hcp meter and customer was transported to hospital. Customer was diagnosed with hyperglycemia and received unspecified treatment at the hospital. No further details was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: h4 - device mfg date has been updated based on returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Extracted data from the returned sensor using approved software.. The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received "lo" (readings less than 40 mg/dl / 2.2 mmol/l) on the sensor scan. Customer did not experience any symptoms, however she called the paramedics as she was getting low results on the sensor. Upon arrival of the paramedics, a reading of 22 mmol/l (396 mg/dl) was obtained on the hcp meter and customer was transported to hospital. Customer was diagnosed with hyperglycemia and received unspecified treatment at the hospital. No further details was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: h10 - addtl mfg narrative has been updated as additional investigation information has been received. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received "lo" (readings less than 40 mg/dl / 2.2 mmol/l) on the sensor scan. Customer did not experience any symptoms, however she called the paramedics as she was getting low results on the sensor. Upon arrival of the paramedics, a reading of 22 mmol/l (396 mg/dl) was obtained on the hcp meter and customer was transported to hospital. Customer was diagnosed with hyperglycemia and received unspecified treatment at the hospital. No further details was provided. There was no report of death or permanent impairment associated with this event.